Manufacturer narrative:
(B)(4). Thirteen unopened samples of product code w9923, lot # ah9151 were returned for analysis. The issue sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the package. The samples were opened and the swage and attachment area were as expected; also, the tip and body of the needles no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance ¿ breakage needle was found on the samples.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The patient demographic: age, weight, bmi at time of procedure what instruments were used to grasp the needle? Where was the needle grasped during use? In what structure / tissue was the needle retained? Will actual device involved in the event be returned for evaluation? Did the operating surgeon observe any deficiency or anomaly before, during, after the suture placement? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent perineal tear operation procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke and fell inside of the patient. The broken piece could not be observed by x-ray test. The surgeon changed to another device to complete the procedure. On the second day, the surgeon tried to search for the broken needle again by x-ray test. It was retrieved from the patient. The current patient condition was reported as stable. Additional information has been requested.